Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device with 113 alerts. Per additional information updated from ttm on 20jun2025, device alerted 113 reduced water temperature control multiple times. Patient temperature (pt) was 37.3c, targeted temperature (tt) was 37c, water temperature (wt) was 28.7c, water flow rate (wfr) was 2.4 l/m. System diagnostics outlet monitor temperature (t1) was 28.8c, outlet control temperature (t2) was 28.8c, inlet temperature (t3) was 28.8c, chiller temperature (t4) was 3.3c, water flow rate (wfr) was 2.4 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 63%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 12056.4, pump hours were 11327.3. Advised to swap out device and send this one to biomed labeled 113. Walked through set up of patient on stat. Sn (B)(6). Per review of work order on 24jun2025, device wasn't heating during the functional check and turned out to be overfilled, then the device wouldn't cool, chiller temperature (t4) was 4.3, mixing pump command (mpc) was 100%, bad mixing pump, gave biomed part number and price to order and replace.

Event description:
It was reported that the biomed had the arctic sun device with 113 alerts. Per additional information updated from ttm on 20jun2025, device alerted 113 reduced water temperature control multiple times. Patient temperature (pt) was 37.3c, targeted temperature (tt) was 37c, water temperature (wt) was 28.7c, water flow rate (wfr) was 2.4 l/m. System diagnostics outlet monitor temperature (t1) was 28.8c, outlet control temperature (t2) was 28.8c, inlet temperature (t3) was 28.8c, chiller temperature (t4) was 3.3c, water flow rate (wfr) was 2.4 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 63%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 12056.4, pump hours were 11327.3. Advised to swap out device and send this one to biomed labeled 113. Walked through set up of patient on stat. Sn (B)(6). Per review of wo on 24jun2025, device wasn't heating during the functional check and turned out to be overfilled, then the device wouldn't cool, chiller temperature (t4) was 4.3, mixing pump command (mpc) was 100%, bad mixing pump, gave biomed part number and price to order and replace.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. Per additional information updated from ttm on 20jun2025, device alerted 113 reduced water temperature control multiple times. Patient temperature (pt) was 37.3c, targeted temperature (tt) was 37c, water temperature (wt) was 28.7c, water flow rate (wfr) was 2.4 l/m. System diagnostics outlet monitor temperature (t1) was 28.8c, outlet control temperature (t2) was 28.8c, inlet temperature (t3) was 28.8c, chiller temperature (t4) was 3.3c, water flow rate (wfr) was 2.4 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 63%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 12056.4, pump hours were 11327.3. Advised to swap out device and send this one to biomed labeled 113. Walked through set up of patient on stat. Sn (B)(6). Per review of wo on 24jun2025, device wasn't heating during the functional check and turned out to be overfilled, then the device wouldn't cool, chiller temperature (t4) was 4.3, mixing pump command (mpc) was 100%, bad mixing pump, gave biomed part number and price to order and replace. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Dfmea ra2800010 rev 25 was reviewed for this investigation. The reported event is addressed in step/item #s ra109. The severity/effects of this complaint were addressed within the fmea. Potential causes were identified and reviewed. The residual risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.